Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. H10 additional narrative: added: d9 corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a revision to treat wear debris associated with the stem and sleeve. All products were revised. Date of primary implantation is unknown. Dor: (B)(6) 2021, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Affected side answer: left. 2. Was there any adverse consequences that affected the patient because of the reported event? Answer: clicking and pain in the affected hip. 3 was there a surgical delay because of this event? If yes, what is the duration of the delay? Answer: no. 4. Kindly verify what are the products explanted and for returned since I was confuse about the cup and stem was revised in the ed. However asr head and stem mark as for returned in the attachment. Answer: question not understood: the asr/coriail hip was revised due to pain. The femoral component was damaged as seen, but well fixed. Cup also well fixed, severe metallosis in the joint. Both components changed. Postoperative uneventfull course.